Manufacturer narrative:
A4: updated / weight not known. Post-implantation cta images, dated (B)(6), 2019, were provided to gore for evaluation. The evaluation showed the following: there appears to be contrast outside the implanted devices. There appears to be lack of apposition of the contra limb extending from the ipsilateral limb. This limb ends in the aneurysm sac instead of the right common iliac artery (rci), confirming a distal type I endoleak. Rci diameters appear to range from 14.5mm ¿ 17.3mm.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2019, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® conformable aaa and gore® excluder® aaa endoprostheses. Due to the distance to the internal iliac artery and the distal diameter on the right side (15-16 mm), it was necessary to use an additional gore® excluder® aaa contralateral leg endoprosthesis (plc) in the initial procedure. On (B)(6) 2019, it was realized that the plc had moved back into the aneurysm sac and created a distal type I endoleak. On (B)(6) 2019, an additional gore® excluder® aaa contralateral leg endoprosthesis was implanted and the endoleak was successfully treated. The patient tolerated the procedure.